Manufacturer narrative:
Device alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected pump error alarm noted during testing.

Event description:
Customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose was 209 mg/dl. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm, able to complete rewind. The device will be returned for analysis.